Event description:
During PICC insertion the tip of the 3cg positioning wire broke off and was retained in the patient. Approximately 4cm of the tip migrated to the right pulmonary artery and needed to be retrieved by the interventional radiology team.